Manufacturer narrative:
The sample has not been returned yet. A follow-up report will be provided once the device has been received and reviewed.

Event description:
We have another cracked double lumen PICC line that had to be removed last night. Here are the specifics: lot number: 11380230. Placed (B)(6) 2022, removed (B)(6) 2022. Both lumens had fluids infusing and tubings/cap changed per our protocol. See the below image and attached video.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review and a crack in both luers was confirmed which would result in leakage. An image and video were also provided that were consistent with the reported issue. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.

Event description:
We have another cracked double lumen PICC line that had to be removed last night. Here are the specifics: lot number: 11380230. Placed (B)(6) 2022, removed (B)(6) 2022. Both lumens had fluids infusing and tubings/cap changed per our protocol. See the below image and attached video.